Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Could potentially lead to injury if arcuates. (B)(4).

Event description:
A center manager reported a high voltage error during photorefractive keratectomy. A gas change was completed and the surgery was continued. Additional information received; the site was advised to shut down the laser and restart, and the laser was ok. There was no patient harm.

Manufacturer narrative:
During the onsite visit the field service engineer (fse) changed the optics parts in the laser. That was the main cause for the laser heating up. The root cause is worn optic parts. The manufacturer internal reference number is: (B)(4).